Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the "ventilator alarmed with vent inop due to post timer/24v failure." The customer reported there was no patient involvement.